Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize tissue because there was no electrical energy to activate the jaws. Patient was not injured during the procedure. Another hemopro 2 was used to complete the case.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d4, e3, g4, g7, h2, h6, h10. The lot # 25162250 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a.